Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced erosion. The patient underwent a revision procedure where in the ipg was replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a pocket erosion and lead migration. The patient will undergo a revision procedure.